Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the staple line was incomplete and bleeding occurred after using a sureform 45 stapler instrument with a white reload accessory. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 45 white reload. Isi did receive the sureform 45 stapler instrument to perform failure analysis and did not confirm or replicate the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument clamped and fired successfully. No failures were found in the logs. The instrument was fully functional. No product issue was identified. An advance stapler log review show the sureform 45 stapler instrument, (lot number: l10250122-0136), was installed on the system 2 times and fired 2 white reload accessories. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. The probable root cause could not be determined based on the provided information.